Event description:
It was reported that the new pump had a backup audible alarm post alarm displayed multiple times. No patient was involved.

Manufacturer narrative:
The pump was returned for investigation of an out of box failure. A visual inspection of the new pump found it to be in good condition with no apparent physical damage. A review of the pump event history log showed a backup audible alarm post error. During evaluation testing, the power up process was unable to duplicate the backup audible alarm post. As a preventive measure, the main board was replaced. Further investigation identified that the pump had version 1.2 base bootloader version loaded, which is intended for use with version 1.7 firmware. All pumps were confirmed to have version 1.6.1 firmware loaded which was the correct version, but the base bootloader was a mismatch, and should have been version 1.1.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08212 is no longer considered reportable, please disregard any MDR reports associated with it.